Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) and creatine phosphokinase (cpks) that may have been due to antibiotics. Log files were submitted for review and no unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
B3 - date of event was corrected. B5-updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Patient had an infection on the distal end of msi (mid sternal incision). Staphylococcus aureus bacteria was identified. The infection resolved.

Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, section 6 also outlines the recommended anticoagulation regimen, including the international normalized ratio range, as well as the suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.